Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023 to (B)(6) 2023 of 20-50 mg/dl. The cause of low bgs was unknown. The customer slipped, passed out and hit their dresser, and received third party assistance from paramedics, who provided intravenous therapy (IV), a shot glucose and had the customer eat a peanut butter and jelly sandwich to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.